Event description:
Approximately one and a half monts later an extraction of the lv lead was attempted; however, the lead broke so a portion was removed and a portion remains in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned with the tip section missing. The lead was confirmed to be fractured at approximately 41 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
At this time, no further information is available. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was received for laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that an alert was detected due to high out of range left ventricular (lv) lead impedance measurements. During in-office testing, all impedances using a tip electrode configuration were out of range. Testing using the lv ring electrode showed normal measurements. The patient is scheduled to be seen again. No adverse patient effects were reported.